Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The xenon lamp was replaced; the xenon lamp has exceeded its rated life. The system was then tested and met all product specifications. The system was manufactured on january 6, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. A nurse had to hold the cord to keep the light on during the vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the illuminator bulbs are out. Additional information has been requested.